Manufacturer narrative:
Unit received with broken off end cap. Unit received with missing motor assembly. Unit received with physical damage to electronic assay. Unable to perform displacement test due to physical damage to unit.

Event description:
The customer reported via phone call that the insulin pump case was cracked. The blood glucose was unknown. The device will be returned for the analysis.